Manufacturer narrative:
Updated section g1 to reflect the correct manufacturing site information.

Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use warns against covering significant vessels. Also, according to the IFU, potential adverse events that may occur and require intervention include improper component placement and occlusion of the native vessel.

Event description:
The field sales associate reported the following information: on (B)(6) 2021, the patient had an evar to repair an abdominal aortic aneurysm. During the procedure the decision was made to intentionally cover the left hypogastric artery. After the evar procedure, the patient developed colitis and had surgery on (B)(6) 2021, to remove part of the colon. The patient is recovering well after the secondary procedure.